Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer's insulin pump alarmed for replace battery now. Customer's blood glucose was 105mg/dl at time of incident. Customer states that she did not know how to take off the belt clip to change the battery. Customer states that she experienced high blood glucose and treated with pancakes. Insulin pump will not be return for analysis.